Manufacturer narrative:
Advanced failure analysis: the instrument was confirmed to have a burnt rubber odor when energy was fired from the instrument, and it was confirmed that there was thermal damage on the yaw pulley. Upon further inspection, there was additional thermal damage on the conductor cap. Upon removing the conductor cap, the conductor wire's insulation was melted near the weld. The wire was exposed but did not appear fully broken. This damaged insulation and exposed wire most likely led to the damage seen on the components adjacent to the wire. This failure mode is attributed to the component susceptibility to damage during use or reprocessing. Additional findings: upon disassembling the conductor cap from the grip, the conductor wire was dislodged from its typical position. However, considering that the instrument was able to fire energy, the dislodged wire is most likely due to fa handling during disassembly.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found that failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of instrument monopolar yaw pulley ¿ thermal damage to be related to the customer reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley at the distal clevis. Material appears to have burnt off from the charring that occurred near the distal clevis. The instrument failed the electrical continuity test. Components adjacent to the yaw pulley show thermal damage including the conductor wire. The instrument was installed on the system and when we applied the electricity into the tip we also noticed some smoke emanating from the pulley area of the instrument as reported by the customer. This instrument is going to be transfer to the engineering team for further failure analysis investigation. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, both the surgical technologist and the surgeon noticed smoke emanating from the pulley area of the instrument. The instrument is held for verification to ensure the smoke is not due to organic material, and it is used again with the same outcome: smoke emanates from the pulleys with a burnt rubber odor. As a result, the instrument was removed from the procedure. The instrument had 1 life remaining. The procedure was completed with no reported injury.